Event description:
A surgeon reported system failed prior to injecting silicone oil. The screen became gray and the system started to inject bss by itself instead of keeping the eye with air. The system was turned off and rebooted to conclude the procedure. No pt injury or harm reported.

Manufacturer narrative:
The facility did not request service. There was no sample returned and no add'l info was provided. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).